Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was getting insulin flow block alarm. The customer blood glucose level was 400 mg/dl. Declined troubleshooting for high blood glucose level. Customer also reported sensor issue. The device will not be returned for analysis. Frn-unk-rsvr . Unomed inf set.